Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in advance evaluation. Patient reported that she was not moving forward at this time because the wire did not work for her. It was indicated that the healthcare provider had to remove the wire. Patient would try other options later. The issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.